Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).

Event description:
It was reported that there was an implant attempt to place the lead in a very narrow branch vein. The implant attempt was unsuccessful and it was removed. No patient complications have been reported as a result of this event.